Manufacturer narrative:
(B)(4). Date sent: 10/31/2023. D4: batch # 424c04, investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and one reload loaded on the device. The reload was received fully fired. Upon evaluation of the reload, were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. After further analysis, the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device opened and closed without any difficulties noted. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the distal channel retainer. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the reload received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 424c04, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic pneumonectomy, there was an unusual feeling when closing the jaw. The device was not used on the patient. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep received, the device was already fired. No further information is available.